Event description:
An elderly male was admitted for acute respiratory failure. Previous medical history significant for lung cancer. Pt receiving pulmacare tube feedings via kangaroo pump at 25cc / hr with 30ml water flush. Nursing staff noted tube feeding leaking where the tubing is connected in the purple hub that connects into the feeding container. Manufacturer response for feeding bag and tubing, kangaroo epump enplus spike with flush bag (per site reporter): covidien sent replacement product along with return kit.